Manufacturer narrative:
The formed needle and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. The exposed portion of the soft cannula was found to be torn off. The length of the soft cannula was measured to be out of specification at 21.47mm. The fluid path test revealed that fluid did not pass along the entire fluid path due to the damaged soft cannula. The downloaded data does not show any timeouts or drive stalls during the run. The timing and cause of the damage is unknown. The device correctly generated a 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
A malfunction was found in the investigation for the original report of pod infusion site, skin condition irritation of redness and swelling at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 16.7 mmol/l (300 mg/dl) while wearing the pod between 5 and 24 hours.